Event description:
It was reported that the customer had a battery out limit and blank display on the insulin pump. The customer had a high blood glucose but not hospitalized. The customer blood glucose level was 468 mg/dl. The patient was treated with injection. The customer was advised to disconnect from the insulin pump. The customer reported blankscreen and then power up got battery out limit. The patient was assisted with clearing the alarm. The troubleshooting was performed. The customer was advised to insert the new aaa alkaline battery. The customer stated the display returned. The patient was advised to monitor the pump and we will ship a replacement battery cap as a courtesy to rule out any possible issues with the battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.